Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the spring of the insert trial (p/n: 254501965 and 254500652) was broken via the tka for right oa. After femoral and tibial implants were inserted, the surgeon fixed with the insert trial to apply pressure in extension position. When the surgeon tried to remove the insert trial to insert an insert (not trial), he could not remove the insert trial from a tibial tray. The surgeon managed to remove the insert trial with a pliers, and he found that the spring of the insert trial had been broken. Because the surgeon confirmed that there was no fragment in the patient body, the surgery was continued, and it was completed successfully. The surgery was delayed by less than 30 minutes. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the device was examined and confirmed the spring was deformed and presence of scratches/gouges root cause attributed to the device being worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.